Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Pace impedance measurements of less than 200 ohms were observed. Technical services (ts) discussed with the health care professional as to how to program the ra lead off. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)